Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted:(B)(6) 2008, product type: lead. (B)(4)

Event description:
The consumer reported that they had their device removed because of a possible infection. The doctor was unsure if it was an infection or if the patient was allergic to the metal in the implant. The patient had an allergy to certain types of metal. The patient was indicated for chronic low back pain.